Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaints in the field. Analysis revealed the steroid plug was displaced inside the lead helix. The cause of displacement could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the ventricular lead exhibited noise and high threshold. The lead was explanted and replaced on (B)(6) 2015. Upon extraction, an insulation anomaly was noted on the lead. No patient symptoms were reported.